Event description:
It was reported that in post-surgery check-ups, sinus perforation at tooth site 26 was observed. Procedure was completed, membrane was used. Pain was reported as a result of the event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A3: gender unknown / not provided. A4: patient weight unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) nt510, (osseotite tapered implant 5 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use. Bone debris on the internal threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. (B)(4) (due: (B)(6) 2024). DHR review was completed for the subject lot number 2022090360. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022090360 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : medical : perforated sinus¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.